Event description:
Reported by the customer as: "blood backed up into pump and no alarm occurred. Pump purchased in june." No patient injury.

Manufacturer narrative:
If more information is obtained or the pump is returned for an evaluation, a follow report will be submitted.